Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv: 13ml, erv: 2.6ml. It was reported that the healthcare provider (hcp) was refilling the patient¿s pump for the first time, however the patient stated they had it refilled one other time by another hcp. It was noted that the caller was going to follow up with that hcp to check if that pump programming and actual pump refill volumes were consistent. No symptoms were reported. The caller was planning on refilling with baclofen (2000ug/ml) and performing a bridge bolus on the day of report, they may also increase the dose. Additional information has been requested, but was not available as of the date of this report.